Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a 070-000000s call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/29/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 04/19/2016 with the following findings: a review of the black box data showed no evidence of a call service 70 alarm. During testing, the pump emitted an unrelated cs69 alarm. The complaint could not be investigated due to this. The pump cover was removed and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.